Manufacturer narrative:
Product complaint # ==> (B)(4). The actual sample was returned for evaluation. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and a barbed suture was used. During surgery, the suture was detached from the needle during continuous suturing. It was not a control release needle. There were no adverse patient consequences reported.